Event description:
Wire tip breakage.

Manufacturer narrative:
The report received from our affiliate indicated that wire tip stripped off in the patient. There was no patient injury reported. This product was returned for evaluation and testing, however, the analysis is not yet complete. Additional information has been requested and will be submitted within 30 days of receipt.